Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise and high impedance due to possible fracture. The patient received inappropriate therapy due to the noise and short interval counts (sic) were also observed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.